Event description:
It was reported that after an infusion site change for an expired set, the user experienced rising blood glucose that peaked at 385 mg/dl despite confirmed drops, removed the uncomfortable site, and then continued to rise until completing a full supply change including cartridge and a contact detach infusion set placed at a new body location as advised. Symptoms included no reported clinical symptoms. Outcomes included no need for medical intervention and successful correction after a full supply change. Investigation included customer support troubleshooting and education focused on infusion site function, supply replacement, and site selection to avoid scar tissue. Investigation of this case revealed hyperglycemia of unclear cause, with a suspected infusion site or set delivery issue that resolved after replacement. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.